Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing lids were found before use with a bd sharps collector 9 gal. The following information was provided by the initial reporter, "customer stated the lids were not provided with the sharps containers." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. Also, a review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing lids¿. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the box by the weighing system is required to identify or confirm this issue. The root cause is unknown. The issue could have occurred during distribution if repackaged by a distributor. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required. Bd will continue to monitor for any trends. H3 other text : see section h.10.

Event description:
It was reported that missing lids were found before use with a bd sharps collector 9 gal. The following information was provided by the initial reporter, "customer stated the lids were not provided with the sharps containers." 3 occurrences were reported.